Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer's blood glucose value was 240 mg/dl at the time of the call. Customer stated that blood glucose went down from 400 to 240 because they took some manual shots of insulin. Customer stated that the insulin pump received multiple insulin flow block alarm. The insulin pump will not be returned for analysis.